Manufacturer narrative:
Bd was able to confirm/reproduce the incident in question. Investigation comments: bd received one opened and unused sample of angiocath 22gx1.00; catalog: 381123; batch: 6335845. After analyzing the sample returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. Silicone droplets on the catheter were visualized in the photos originally attached to the complaint, also confirming this complaint. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. DHR review: the final assembly lot: 6292115 used in the claimed final product lot: 6335845 of angiocath yel 22ga x 1.00in was checked regarding presence of "foreign matter" and no records of this defect were found. There are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lots involved in this complaint, according to the history of the lot above. Conclusion: based on the investigations it has been found that the root cause is an excessive amount of silicone that is dispensed during the siliconization of the catheter tip process. (B)(4) was opened to treat the clogged needle complaints of the angiocath. It will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tipper machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a foreign matter on the catheter of a bd angiocath¿ IV catheter before use. No injury or medical intervention.